Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Additional information: evaluation summary. No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The root cause cannot be determined conclusively. (B)(4).

Event description:
A health professional reported that a small metal piece was left behind after a phacoemulsification procedure. The particle was a titanium particle and was not seen coming out from the irrigation line or entering the eye. The particle was not noted in the eye the first day post-operative, in surgeons opinion probably because it was posterior to the iris. The particle was noted in the eye 2 weeks after the surgery and was immediately removed without any further issue. The affected eye was the right eye (od). There was not any damage to the patient´s eye. The patient outcome was excellent. Additional information has been requested but not received to date.